Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline and unknown issues logging in with biometric identifier. A technical support specialist checked and confirmed that the ethernet cable was properly connected; however, the issue remained inconclusive, performed a hard reboot by unplugging the cabinet, after which the system came back online, and the fingerprint reader resumed normal operation, verified that the issue was resolved following the reboot, though the initial cause remained undetermined due to the cabinet being offline. Post-reboot confirmed the cabinet was online and biometric identifier functionality was working, reviewed system settings, applied windows updates, and validated that the dp biometric identifier hardware and drivers, as well as application settings, were all functioning correctly, with system reboot settings enabled. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet offline and unknown issues with logged in with bio ID. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.